Manufacturer narrative:
(B)(4): visually confirmed approximately ~3mm of instrument¿s tip has been broken off, consistent with interface during usage. Inspection of material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.

Manufacturer narrative:
Corrected information: remedial action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off during screw removal. The tip of the driver could not be removed from the screw and the screw could not be removed from the patient.